Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'was not detecting the door is open or closed state' was reproduced. A review of the event history log (ehl) revealed occurrences of 'was not detecting the door is open or closed state' messages. The reported condition was verified. The cause of the condition was determined to be failed upper latch switch. The upper auxiliary will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize open or closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.